Manufacturer narrative:
On 10/8/97, follow up info was received. The symptoms resolved on 9/17/97.

Event description:
Pt received her first treatment by on 3/14/97 into the nasolabial folds, glabella, and marionette lines. On 3/21/97, she noted and presented with erythema and a raised appearance at all injection sites. The physician diagnosed a hypersensitivity and prescribed topical hydrocortisone cream, which was not effective. On 3/26/97, the symptoms were more prominent; the physician injected intralesional kenalog into the nasolabial folds. The skin test site remained asymptomatic.